Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, the non-reportable findings are as follows, there was corrosion on the coupler unit, the water tightness was lost due to poor water-tightness of the cable unit, and the plug unit was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had poor cable contact and the video camera needed to be fixed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: that the endoscopic image could not be displayed due to a cracked cable unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 (to correct from september 19, 2023 to september 29, 2023 to account for date in which event was considered potential adverse event (pae) reportable). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken because water entered from the damaged part of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.